Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The sheath side port tubing was cut from the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. Two kinks were observed; one on the catheter tubing approximately 62.5cm from iab tip and the other on the catheter tubing and inner lumen approximately 76.5cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.013cm in length. The reported alarm check iab was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. The non maquet 10¿ sheath may have contributed to difficult insertion. The reported difficult to monitor waveform cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported intra-aortic balloon (iab) therapy was initiated with percutaneous coronary intervention (pci) in the angiographic laboratory. A long sheath of 8fr .24cm was used for insertion, and some resistance was felt when inserting the sheath. After pci, the patient was transferred to the ICU. After one hour of therapy, the cardiosave intra-aortic balloon pump (iabp) generated a check iab catheter alarm. The iab waveform was not displayed properly (rectangular waveform). The iab was confirmed to be placed properly in the patient's artery under fluoroscopy. Attempt to re-position of this iab was made; however the issue persisted. Furthermore, the iab was not fully inflated. Although the iabp was replaced to another cardiosave, the issue was not resolved. Therefore this iab was safely removed from the patient and replaced with a new one from another manufacturer. Therapy was continued using the second iabp unit and the non-maquet iab. There were no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: clinical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).